Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they feel like their device was not working. Caller stated that it seemed like it did good yesterday, but today and last night they were leaking all over the place. Caller added that they have made adjustments a couple of times, but it doesn't seem to stay where they leave intensity at and it always seems to go down. Reviewed therapy information, including it's not recommended that they adjust their settings too often, and general programming guidance. Patient connected to their ins on the call and increased stimulation intensity to a comfortable level in their bicycle seat area. They will maintain stimulation level and will continue to track symptoms. Redirected to hcp if issue persists. Patient mentioned they're only scheduled to follow-up with hcp on july 2nd.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.